Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet system, with the highest blood glucose of 420 mg/dl over approximately five hours, high glucose alerts, and a subsequent site change without cartridge replacement. The user later disconnected from the device and requested further training, a factory reset, or replacement. Symptoms included hyperglycemia without loss of consciousness, dizziness, or medical intervention. Outcomes included self management at home with subcutaneous insulin injections and no medical intervention or hospitalization. Investigation included troubleshooting, education, and assignment for additional training. Investigation of this case revealed that the cause of hyperglycemia was unclear. It was concluded that a definitive device related root cause could not be established based on the available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.